Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 511 mg/dl at the time of incident and the current blood glucose of the patient is 210 mg/dl. Customer treated with insulin pump and manual injection. Troubleshooting was performed for high blood glucose level. The product will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test.